Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose level of 39 mg/dl, cause was unknown. Reportedly, the control iq software wasn¿t turned on at the time of the event, therefore, insulin delivery was not suspended. Customer declined to further troubleshoot with tandem technical support.